Event description:
The dental implant fx4512swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 9 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the surgery. The patient has recovered without complications.